Manufacturer narrative:
(B)(4) this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 808:05 was confirmed during service evaluation. However, the assignable cause was not identified and the problem could not be reproduced. No repairs were performed for the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Event description:
The facility representative reported a colleague infusion pump with a 808:05 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00.